Event description:
It was reported that the patient had been feeling no stimulation since the beginning of (B)(6) 2013, and denied any fall or trauma. It was reviewed to reprogram stimulation to address stimulation needs. The only electrode combination pair that was normal limits: reference 4: 1: 1434 ohms 5: 1261 ohms 7: 1509 ohms; reference 5: 1: 1052 ohms, 4: 1275 ohms, 7: 1082 ohms; and reference 7: 1: 1171 ohms, 4: 1519 ohms, 5: 1082 ohms. It was noted that the patient was able to feel stimulation at 1-4+.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Product ID: 3093-28, lot# v753436, implanted: (B)(6) 2011, product type: lead. (B)(4).